Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. Facility name is truncated due to character limit. Facility full name: (B)(6). (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests. The agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agencys instruction, we hereby submit this MDR. A customer from (B)(6) alleged a discrepant result generated for one patient sample with the cobas¿ 6800 analyzer when compared to the cobas¿ analyze sars-cov-2/flu test on the cobas¿ liat¿ system and the maglead 12gc and cfx96 biorad. The initial sample was tested with the cobas¿ 6800 analyzer and generated sars-cov-2 positive. A first repeat of the same sample using the cobas¿ liat¿ analyzer generated sars-cov-2 negative. A second repeat of the same sample using the maglead 12gc and cfx96 biorad; covid-19 coronavirus real time pcr kit (bioperfectus technologies) generated sars-cov-2 negative. The negative results were reported to the patient and medical personnel. No allegation of harm. Investigation is ongoing.

Manufacturer narrative:
Updated the ecp in section d - the material #, the UDI, as well as g5 a review of the control cts within the data showed that the CT¿s performance are in line with the internal release data. Therefore no major shifts or suppression were seen in the control curves. Additionally, an investigation into the lot used was performed and no product problem related to the customer allegation as identified. Based on the information and data provided and the investigation performed, there is no indication that the product is not performing as intended. Although undetermined, the discrepancy alleged could be due to site specific factors like a sample mix up. No remaining sample is available. This case is substantiated. (B)(4)